Event description:
On 05/27/1999, the MFR's international rep rec'd a fax from the international distributor concerning five (5) incidents reported to them by a customer in their territory. The devices in question are the same catalog/lot number. Four (4) of the events concern septum problems/dislodgement. The devices in question were forwarded to the MFR site of the MFR.'s previous owner's. This report concerns the third device, (ref. MDR# 1056436-1999-00112, 1056436-1999-00123 and 1056436-1999-00125 for the other three (3) devices. The report states the following: septum "blow out", 2/3 of the septum extrudes above the septum ring. All devices were implanted/explanted by the same physician. Huber needles and insulin syringes were used on all the devices. The physician informed the international distributor that all previous implanted devices (different lot numbers) fuctioned without failure, even with the use of an insulin syringe and questioned what could be the cause of these failures. No further details were provided.